Manufacturer narrative:
(B)(6). Occupation: inventory specialist. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that an unknown "hair like fiber" was observed in the sealed packaging of a ciaglia blue rhino percutaneous tracheostomy introducer set. This issue was noticed by an operating room technician prior to use. No patient contact was made and no adverse effects due to this occurrence have been reported.

Manufacturer narrative:
Investigation - evaluation it was reported that an unknown fiber was found in the packaged of a ciaglia blue rhino percutaneous tracheostomy introducer set (c-ptis-100-hc) from lot 13087768. Cook became aware of this event on 07may2020 upon being notified by univ. Of pennsylvania hosp. The device did not make patient contact. A review of the complaint history, device history record (DHR), instructions for use (IFU), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a photo of the device was provided to cook for evaluation. The seal along the edge of the device tray appears to be intact and unopened. The unknown fiber appears to be partially sealed between the tray and the label. Cook has concluded that this device was manufactured out of specification. Additionally, , a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. A review of the design history file (dhf) showed that the risks of this device are acceptable when weighed against the benefits. A review of the DHR for the reported complaint device lot (13087768) revealed no recorded non-conformances. A database search found no other events associated with the reported device lot. Cook has concluded that there is no evidence suggesting that other nonconforming product exists either in house or in the field at this time. Cook also reviewed product labeling. Instructions for use (IFU) document c_t_ptis [ciaglia blue rhino percutaneous tracheostomy introducer] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: ¿how supplied do not use the product if there is doubt as to whether the product is sterile.¿ based on the information provided, no product returned, and the results of the investigation, a definitive root cause was traced to a deficiency in manufacturing/quality control. Since the fiber is within the seal, it is likely that this failure occurred during manufacturing. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.